Manufacturer narrative:
Taper ii. The device was returned to apollo for analysis, and device evaluation is in process. Visual examination confirmed the connecter type associated with this event is a taper ii. Device labeling addresses the possible outcome of leakage as follows: adverse events: deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Reported as: the patient complained of no restriction of their lap-band system. A fluoroscopy was performed, and no cause for the lack of restriction was identified. The physician injected 9cc into the band, and at a later visit found only 7.4cc were left in the band. The lap-band port was removed and replaced, and a crack on the tubing was found at the end of the port.